Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the endoscope was upside down. Prior to contacting tse, the site disconnected endoscope from universal surgical manipulator (usm) 2 and redocked usm 2 and reported issue did not persist. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the endoscope in universal surgical manipulator (usm) to resolve reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.